Event description:
Tip broke off during surgery, hospital reported no pt injury. The tip of the rongeur fractured off in the pt's surgical site, while in use on a cervical fusion procedure. The surgeon removed the broken rongeur piece from the pt's surgical site without incident.